Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case slipped off the customer's clothing multiple intermittent times. As a result, the pump fell and the infusion set was pulled out. The customer's blood glucose was over 400 mg/dl which was addressed with a bolus via the pump.